Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening as unidentified (tear) opening as per the investigation procedure crease/wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.